Event description:
After an implantation period of approx. 97 months, oversensing on the ventricular channel was reported.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut 11.5cm distal to the is1 connector pin. A proximal and a distal lead fragment were received for analysis. A medial fragment (approximately 3 cm length) was probably not returned. An extraction aid was found in the distal fragment, it is reasonable to assume that the lead was cut during the extraction procedure. The performance of the lead fragments was scrutinized, including a visual inspection. The analysis revealed that the conductor cable leading to the ring electrode was found fractured 9.5cm proximal to the lead tip, which is assumed to be the root cause of the observed clinical observations. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant lead motion in the area of the tricuspid valve and interaction with atypical tissues should be taken into consideration. Further damages such as a deformed fixation helix and deformed rv shock coil, most likely occurred during the extraction procedure due to tensile stress. The manufacturing process for this device was reinvestigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The analysis of the provided trend data, acquired between 11-dec-2019 and 2-apr-2020, recorded the rv pacing impedance initially at 650 ohms before in the end of the recorded period it abruptly rose above 3000 ohms, as reported in the complaint. The analysis of the provided iegm episodes revealed noise on the farfield and rv channel, which led to the reported oversensing. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.